Event description:
Medtronic received information regarding an imaging system during a sacroiliac and thoracolumbar procedure. It was reported that the door open was displayed on the pendant when it looked like the door was closed. It was also reported the system was stuck in the room. The site was unable to open/close or dock the system. There was less than an hour delay in surgery. The surgery was rescheduled.

Manufacturer narrative:
A system checkout was performed. The door was not closing, and the system would not dock. The rotor was at 193 degrees, and should be at 192. The rotor was manually moved to 192, and completed motion calibration. The door now closed. The x-stage cover was adjusted and the system docked. The door was opened and closed 5 times, and undocked and docked 5 times. The system was rebooted, opened and closed door 5 more times, undocked and docked 5 more times, with no issues. Past due gain and 2d longfilm cals were completed. The system was now fully functional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.